Manufacturer narrative:
H11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device and could confirm the reported issue. As troubleshooting, the mains monitoring circuit boards were replaced. After performing functional checks with positive results, the unit was returned to service. Complaints database review revealed no further similar events since unit¿s installation. Based on investigation findings, the root cause of reported condition was traced back to a defective electrical component of the monitoring circuit boards. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), power overloads/surges and also to variability of micro subcomponents. No concerning trend was highlighted for reported failure mode. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacturer date could not be determined. This information will be provided in a supplemental report if made available. H11: livanova deutschland manufactures the scpc. The incident occurred in france. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, the scpc stopped working, and the battery did not work. There is no report of any patient injury.